Event description:
Same case as 6000093-2005-11050. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent and a dissection occurred. The patient was admitted to the hospital one day prior to the procedure with a diagnosis of unstable angina. The target lesions were located in the proximal 90% stenosed second obtuse marginal artery (om2) and the severely tortuous, moderately calcified, 80% stenosed, bifurcation between the circumflex artery and the first obtuse marginal artery (cx/om1). The om2 vessel was predilated with a 1.50 x 20 mm maverick balloon. After predilation, a taxus express2 2.5x24 mm drug eluting stent was deployed at 16 atms for 12 seconds in the om2 without difficulty. Good results were obtained with 0% residual stenosis and timi iii flow. The om1 was then predilated with a 1.5 x 20 mm maverick balloon at 16 atms for 7 seconds and again with a 2.5 x 30 mm voyager balloon for 10 seconds. A taxus express2 3.50 x 28 mm stent was deployed at 16 atms for 15 seconds in the om1. However, after deployment the completely deflated balloon was sticking to the stent. The physician used a high degree of force and the medtronic guide catheter deep seated into the vessel causing a dissection in the ostial lesion. The physician feels that the balloon may have been sticking to the stent because of the high degree of tortuosity. Ivus was attempted in the om1 but was unable to be advanced to the area of dissection. A taxus express2 3.50 x 16 mm stent was then successfully deployed at 18 atms for 10 seconds over the dissection. However, balloon removal difficulty was again encountered. The balloon was again released after the guide catheter deep seated into the stent. Good results were obtained after treatment with 0% residual stenosis and timi iii flow. No other patient complications were reported. The patient's status was reported as 'satisfactory/good.'